Event description:
On 14-mar-2025, the following was reported by the wound care nurse: there was a wound injury allegedly caused by pressure on top of the v.a.c.® granufoam¿ dressing. The patient is a paraplegic and while sleeping, the patient¿s leg would rotate causing leg to be laying on top of the dressing and this caused increase pressure and a larger wound. V.a.c.® granufoam¿ dressing was removed and alternate wound care methods were applied. On 21-mar-2025, the following was reported by the wound care nurse: the pressure injury caused by the v.a.c.® granufoam¿ dressing being compressed into the wound by the patient¿s leg laying on top of it, required multiple sharp debridements to get it back to a granulation state. The tissue damage was exactly where the foam and trac pad were sitting. The wound probed to the bone in three places at the time of the v.a.c.® dressing removal. Occupational therapy developed an individualized offloading plan, and the patient¿s wound is now at a healthy state. The v.a.c.® granufoam¿ dressing lot number was not provided, and the product was not returned; therefore, a device evaluation and a device history record review could not be performed.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged pressure injury is related to the v.a.c.® granufoam¿ dressing. A device evaluation and device history record review could not be performed. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. V.a.c.® dressing foam (except v.a.c.® granufoam silver¿ dressing) is radiolucent, not detectable on x-ray. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described in the bleeding section, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Specific dressing techniques, offloading the sensat.r.a.c.¿ pad: care must be taken to prevent trauma and/or pressure when placing v.a.c.® tubing, particularly over bony prominences and other area s that will be under pressure. Consider the use of specialty offloading devices, mattresses, or dressings. During application: 1. Determine where to best place the sensat.r.a.c.¿ pad avoiding prominences or areas that will be under pressure. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.